Event description:
It was reported, the camera head's lens of the video adapter had come off. The issue occurred during an unknown event. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation also found the lens was flooded. Based on the results of the investigation, it is likely that the following led to the malfunction: the phenomenon was reproduced when the equipment was inspected by the repair department. The cause of the occurrence could not be identified based on the information obtained from this complaint and the results of the investigation. A device history review was not performed. This issue is addressed in the instructions for use (IFU):8 care and storage 8.1 care of the cover glass take care not to put fingerprints, etc. On the cover glass. Never use a hard cloth, etc., which may scratch the cover glass. Use only rubbing alcohol (ethanol for disinfection). If the cover glass gets dirty, wipe it with a soft cloth or a gauze lightly moistened with rubbing ethanol. Olympus will continue to monitor the field performance of this device.